Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately. The anatomy was described as unremarkable. It was reported that the bifurcated device (MDR #2953200-2009-01321) was inserted from the left common femoral artery, and deployment was initiated below the renal arteries until the contralateral gate was deployed; however, the unsupported stent area on the contralateral side did not open and appeared to be crimped. The remainder of the stent graft was deployed, and attempts to cannulate the gate with wires were unsuccessful. The physician attempted to proceed up and over the aortic bifurcation in order to bring a wire down from above, with unsuccessful results. Approaching again from the contralateral gate side, the physician was finally able to get a guidewire catheter through the gate. This guidewire was then exchanged for a stiff wire, and the narrowed area was pre-dilated with 8 mm and 10 mm balloons. The contralateral limb was inserted into the gate and deployed 1 cm above the flow divider; however, during removal of the contralateral delivery system, its tapered tip became caught on the unsupported stent area of the contralateral gate and caused the bifurcated stent graft to be pulled down 1 cm. Consequently, the left hypogastric artery became occluded, and the right hypogastric artery became partially occluded. The physician elected to implant an aortic cuff proximally just below the renal arteries to intervene for the pulling downward of the bifurcated stent graft. The physician also deployed a balloon-expandable stent from another manufacturer in the unsupported stent area of the contralateral limb and post-dilated the stent with a 12 mm balloon. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion.